Event description:
In 2008, it was reported to boston scientific corporation that a physician was performing a biliary stenting procedure the day before. (Patient weight unknown). According to the complainant, when the stent was delivered to the biliary position and the handle was pulled to release the stent. The gray catheter was pulled until the blue mark appeared but the stent would not release and therefore, could not be placed. The physician withdrew the device from patient and completed the procedure with another flexima biliary stent system. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."

Manufacturer narrative:
The suture was not returned for evaluation. The guide catheter was removed from the push catheter, stretched and kinked. The proximal part of the touhy borst adapter was still attached to the guide catheter hub also upon return. A visual evaluation found that the stent had no visual defects. The push catheter was found to be bent slightly. A slight tear was found distally from the suture hole in the distal end of the push catheter. The guide catheter was torn in two pieces. Both pieces of the guide catheter were stretched, kinked and partially smashed. A partial suture impression was also found near the distal end of the guide catheter.